Event description:
Customer reported that when the alarm sounds static is heard. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product confirmed the reported issue. Eval revealed that the unit powers up with batteries and a 9v adapter. The unit voice has static and signs of battery and a 9v adapter. The unit voice has static and signs of battery leakage inside the battery compartment. However, the unit passes all functional tests performed. Note: the instructions for use states: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temps. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).